Event description:
Repair request initiated for device with the report of loss of power. It was reported that there was no patient impact. Repair request escalated to product event on evaluation due to detached hose.

Manufacturer narrative:
H3: product analysis :evaluation determined that the device got seized. The likely cause of failure is identified as detached hose with high pressure oiler end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.